Event description:
It was reported by service report that there was a loss of all electronic motor control from the siderails and footboard. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Damaged pendant.